Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray examination were normal with no anomalies found.

Event description:
It was reported that the patient presented for follow-up two months post initial implant procedure. Upon interrogation, it was found that the right ventricular (rv) lead exhibited increased capture threshold. The rv lead was explanted and replaced. Patient condition was stable.